Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the dn to rear cables wires being severed and cut. The root cause for damaged wires was unable to be identified. There was no adverse event that resulted from the damaged belt.